Manufacturer narrative:
The device in question, the hyfrecator 2000, is an electrosurgical unit (esu) that provides both monopolar and bipolar modes for use in a variety of procedures where electrosurgical desiccation, fulgaration, and/or coagulation is needed. The device is not being returned to conmed corporation; therefore, a device evaluation will not be conducted. Attempts are being made to recover additional information regarding this incident. The reporter did not know if the patient received any medical treatment for the reported burn to the finger; therefore, a medwatch is being filed with the FDA. A supplemental report will be filed on completion of the quality evaluation. Device not being returned to conmed corporation.

Event description:
It was reported, "hyfrecator - patient touched the bed rail & received a shock & burn on their finger. Unit has been checked out, treatment is currently unknown.".

Manufacturer narrative:
The device in question, the hyfrecator 2000, is an electrosurgical unit (esu) that provides both monopolar and bipolar modes for use in a variety of procedures where electrosurgical desiccation, fulguration, and/or coagulation is needed. The hyfrecator unit was not returned to conmed for evaluation. Per the end-user facility the device was checked out by their bio-med department and there were no issues with the machine. Numerous communications attempting to obtain further information surrounding this incident (device catalog and serial number, extent of patient injury, injury treatment if any, etc.) Remain unanswered to date. The description of the incident given by the end-user reads: "patient touched the bed rail and received a shock and burn on their finger". The hyfrecator 2000, operator's manual states that, "safe and effective electrosurgery is dependent not only on equipment design, but also on factors under control of the operator. It is important the instructions supplied with this equipment be read, understood, and followed in order to ensure safe and effective use of the equipment". The operator manual also states in section 2 - safety precautions and warnings: "the return path for monoterminal applications is through the patient's body, to the ground, and back to the instrument. In this mode, if any portion of the patient's body comes in contact with a grounded metal object, such as a chair or metal rail, the current will take the path of least resistance and a slight shock may be felt. To minimize the possibility of shocking during monoterminal applications: do not let your patient come in contact with any grounded metal objects". Possible cause of this reported incident could be that the patient touched the bed rail (a grounded metal object) during activation of the hyfrecator and a shock and burn resulted. With the device not being returned this complaint is inconclusive and the root cause of the reported incident cannot be conclusively determined. No manufacturing related defect was observed during the investigation; therefore, no corrective action is recommended at this time. Conmed is considering this complaint closed.